Event description:
Consumer's spouse reported that her husband did his injection in his stomach and the needle broke off. Consumer went to the ER the same night where he had an x-ray done; however, they were not able to remove the needle. Consumer went to see his md who was also not able to remove the needle and advised consumer to go to the hospital and have it surgically removed. Surgery was scheduled.

Manufacturer narrative:
No product has been received to date, if product is returned, analysis will be conducted. Complaint history check yielded no other complaints for similar condition for the lot reported. No obvious trends were noted. Regulatory compliance will continue to monitor on monthly trend reports. Device history review is to be conducted by mfg. Will submit supplemental report when this is completed.